Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly reset while the customer was sleeping and insulin delivery stopped. Pump reset alarm occurred; however, as customer was sleeping, the alarm was not heard. Customer's blood glucose (bg) was 450 mg/dl and ketone level was mild. A bolus was delivered via the pump to address bg. Customer went into diabetic ketoacidosis (dka) and was treated in the emergency room with intravenous fluids and insulin via the pump. Customer was admitted to the hospital dehydrated with a bg of 378 mg/dl. Intravenous fluids were continued. Elevated bg/dka were resolved with no permanent injury. Customer reverted to using manual injections for insulin therapy. Although multiple attempts were made by tandem technical support to obtain customer's discharge date, customer did not reply.